Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. The helix was found to be retracted and clogged with blood/tissue. An x-ray inspection was performed and it was found that the coil was over-torque at the connector region which is consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.